Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60w reload was returned 1/16 fired. In addition the reload pan was noted to be partially dislodged from right proximal side. No staples or drivers were noted to be missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during endoscopic lobectomy surgery, opened the packing, did not use it on the patient, noted the pan was deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.